Event description:
Procedure: low anterior resection. According to the reporter: upon first firing, staples in the middle of the staple line did not form properly. Tissue was resected with another device to recover.